Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train: eval code-result 3233 updated to 180 and 925. Eval code-conclusion 11 updated to 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving baclofen (concentration 500 mcg/ml, dose 185.13 mcg/day) via an implantable pump. On this report date the pump was explanted and would be returned. The pump was explanted because the patient came in for a refill and upon interrogation a motor stall had occurred. It was unknown as to what factors may have led or contributed to the issue. At the time of this report the issue was resolved, patient status was ¿alive ¿ no injury¿. There were no symptoms mentioned. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jun-28. It was reported that the type of baclofen being delivered was unknown and it was removed from the pump. The pump was explanted on (B)(6) 2017 due to a motor stall and was returned to the manufacturer for analysis. The device was replaced with another device of the same manufacturer. The device had been used in the patient for treatment. There was no patient injury and they recovered without sequela. There was no rotor study or dye study performed. There were no further complications reported/anticipated.

Manufacturer narrative:
Corrected information: sex : date of birth . If information is provided in the future, a supplemental report will be issued.